Event description:
Rptr had adhesion removal on 5/15/81, 12/18/81 and 12/1/82. She had new implants implanted on 10/7/88 and on 1/29/92 had adhesion removal again with injections of cortisone. Since 1991 rptr had cfs. Tests for low thyroid, mono, hepatitis and hiv were negative . Rptr started on multi vitamins and vitamin b shots. She's still feeling very tired along with other symptoms such as hair loss, swollen lymph nodes in groin area and under arm pits, sleep disturbance, migraine headaches, dry mouth and eyes, low grade fever, vision problems, joint pain in hands with stiffness and swelling, chronic fatigue, anxiety, depression, cuts or sores taking long time to heal, bruising easily, cognitive (thinking) problems, forgetfullness, irritable bowels, muscle weakness and tingling. On 4/28/94, rptr was tested for ebstein-barr virus and came up positive on that, lupus negative. Rptr can now only work 2 half days a week. Rptr is 56 yrs old and all this has started since 1990. Rptr is at her wits end because there is no support out there in the medical profession. Rptr has had no sign of rupture when mammogram was taken, last one 9/9/94, but because of the way rptr feels she must have a leak. Rptr hopes to get enough money from the class action suit to cover all her expenses including replacement with saline implants.